Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter, with the shaft separated (cut) 11mm from the strain relief. The balloon was loosely folded with contrast in the balloon and inner. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. The inner diameter (ID) of the wire lumen was measured and is within specification. Microscopic inspection revealed inner damage (buckling) inside the hub for 2.5cm, and a kink 2.5cm from the proximal cut edge. Functional testing could not be done, due to the inner damage inside the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the popliteal artery. A 2.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter became stuck on the guide wire and was difficult to withdraw. The "y" part of the device was cut. No friction was noted on the guide wire and the balloon catheter was able to be withdrawn. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the popliteal artery. A 2.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter became stuck on the guide wire and was difficult to withdraw. The "y" part of the device was cut. No friction was noted on the guide wire and the balloon catheter was able to be withdrawn. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.